Event description:
A usb port disconnection issue was reported, making it difficult to charge the pump and interrupting software updates despite using different usb cables. There was no reported impact on the customer's blood glucose level. The pump, still under warranty, was replaced after technical support confirmed shipping details and storage instructions; however, the customer did not share information about their backup insulin delivery method.